Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes may include kinks, leaks or blockages in the vacuum circuit, or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that something was wrong with former renasys go device because as of now when patient is using renasys touch in the hospital, the device is working fine. He stated that the patient is going to get discharged the next day and was wondering if the renasys go can be replaced. He initially talked to rotech, but was referred to smith&nephew for additional troubleshooting. The nurse confirmed that dressing has a very good seal, and that the dressing is raisin-like in appearance and soft port tubing was compressed and that he has always been feeling the suctioning motion along the dressing. He stated they had changed the canister straightened the tubing, and that he also checked the clp and everything was clear and free from obstructions, but still indicator displayed full blockage. He confirmed that the device was always in upright position and that he tried milking the tubing. He stated that he had also tried to disconnect at quick click connector, left cap open on the device side, and closed end of other tubing with tethered cap ,soft port side. After the nurse performed this final step, he had mentioned that the alarm condition resolved. No harm or injury reported and no further information available.